Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they went to the ER and were administered morphine due to their pain. Patient was advised by their pain management doctor to reach out to the manufacturer and make sure their device was working properly. Patient stated that they feel the vibrations on their left side but not in their right side where they needed it. Patient stated feeling pain shooting from their hip down to their ankle on their right side. Patient stated that they were not feeling the stimulation at all on their right side and they already tried group a and b and increased both groups. Agent walked patient through changing to group c and adjusting the programs to a comfortable level. Patient stated that they started feeling the stimulation on their lower back and right side. Patient stated they feel better in group c. Agent reviewed and redirected patient to their hcp if they feel like they might need the ins reprogrammed. Patient will stay in group c and monitor symptoms.